Manufacturer narrative:
Product complaint # (B)(4). Please disregard this report, mrn 1818910-2025-17195, as upon further review, it was reported in error. No further reports will be submitted against this mrn 1818910-2025-17195.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a bipolar hip arthroplasty (bha) surgery for femoral neck fracture. The surgery was completed successfully with no surgical delay. After the surgery on (B)(6) 2025, it was noted the patient dislocated.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.